Manufacturer narrative:
The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
An impella 5.5 was placed via an axillary graft access to support the 49 year old male admitted in with cardiogenic shock and cardiomyopathy, in scai stage c shock. No other clinical details or medical history were shared. The 5.5 was supporting when on day 10 of the support there was ventricular tachycardia that was treated by a defibrillation and support proceeded with a stable patient result. Arrythmia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b updated.